Manufacturer narrative:
It was reported that during pm of cs300 intra-aortic balloon pump (iabp) a getinge field service engineer (fse) noticed auto mode led not illuminating on keypad. Fse replaced main keypad overlay (d330-00-0039-01) and keypad assembly (d331-00-0119), completed checkout. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the auto mode led not illuminating on keypad . Unit taken out of service waiting on parts on order. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.